Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter d (catd). During the procedure, while attempting to introduce the catd through the valve of a non-penumbra sheath using the peelable sheath, the physician had difficulty advancing the catd. After three attempts to advance the catd into the non-penumbra sheath, the physician noticed that the tip had become compressed. Therefore, the procedure was completed by using a new catd and removing the valve of the non-penumbra sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2017-01253. Additional 510(k) #s that also apply to this complaint: (B)(4).